Event description:
It was reported that the user experienced hyperglycemia after announcing and consuming a higher-carbohydrate breakfast than usual while using the ilet, with the therapy target observed to be set to high following recent changes by a healthcare provider. Symptoms included elevated blood glucose to a peak of 321 mg/dl with system alerts for prolonged hyperglycemia, without ketone testing, back-up therapy use, or acute complications. Outcomes included temporary impairment due to elevated glucose that resolved to 129 mg/dl within several hours without medical intervention. Investigation included user interview, review of meal announcement practices, and confirmation of device status and infusion set integrity during the event. Investigation of this case revealed no evidence of device malfunction, with contributing factors including increased carbohydrate intake versus usual and an elevated therapy target setting. It was concluded that the event was consistent with hyperglycemia related to use conditions and therapy settings rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.